Manufacturer narrative:
(B)(4). Date sent: 05/13/2021. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a psee60a device packaging was returned, the device was removed from the external package box and it was found that a psee45a device was received inside the unsterile package, with no apparent damage. However packaging artwork of the returned device belong to a psee60a. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an endoscopic linear cutter 45 was in the box of endoscopic linear cutter 60. When opening the box containing an endoscopic linear cutter, the device which is described as a device of 60 cm on the package, was in fact a device of 45 cm. The device was not used. No patient consequence reported.